Event description:
Related manufacturer report number: 2017865-2022-17157. It was reported that noise, oversensing and suspected lead damage was observed on the right ventricular (rv) lead and myopotential oversensing was observed on the device. No intervention has been performed to resolve the event at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was explanted and replaced due to normal battery depletion. The patient was in stable condition.